Manufacturer narrative:
Literature attachment: realworld experience with a large bore vascular closure device during tavi procedure features and predictors of access-site vascular complications. It was reported that eight patients underwent tavi with a portico out of 88 patients from september 2019 to january 2021. Summarized patient outcomes/complications of portico valve were reported in a research article in a subject population with multiple co-morbidities, including hypertension, diabetes, dyslipidemia, cad, af, peripheral vascular disease, obesity, peripheral vascular disease, chronic renal failure, coronary vessel disease, coronary artery disease. Some reported complications were hematoma, pseudoaneurysm, vessel perforation, stroke, and vascular complication. A more comprehensive assessment could not be performed as the event was non-contemporary, aneously reported through a literature review, and no device or individual patient information was received for analysis.

Event description:
The article real-world experience with a large bore vascular closure device during tavi procedure: features and predictors of access-site vascular complications was reviewed. This research article is a retrospective single center experience that aims to assess the features and predictors of access-site vascular complications in an unselected trans-femoral transcatheter aortic valve replacement (tf-tavr) population that uses the novel collagen plug-based manta vcd. Portico valve, lotus valve, symetis acurate valve, corevalve pro, and edwards sapien 3 valve were the associated device in the study. The article concluded that manta vcd was associated with reassuring rates of technical success and major access-site vascular complications. It was reported that 8 patients underwent tavi with a portico out of 88 patients from september 2019 to january 2021. The average age is 82 years old, and the majority were female. Comorbidities include hypertension, diabetes, dyslipidemia, cad, af, peripheral vascular disease, obesity, peripheral vascular disease, chronic renal failure, coronary vessel disease, coronary artery disease.